Manufacturer narrative:
The field service engineer found there was worn tubing on the rinse head nozzle. He fixed the tubing and ran precision testing with passing results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results for two patient samples from the cobas 8000 c 702 module. An aliquot of the sample was used for the initial test and the primary sample tube was used for the repeat testing. The samples were repeated on another cobas c702 analyzer. Patient 1 initial result was 8 mg/dl and the repeat result was 78 mg/dl. Patient 2 initial result was 19 mg/dl and the repeat result was 120 mg/dl. The questionable results were reported outside of the laboratory and were questioned by the provider. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer could not find a cause. He inspected the system and found the gear pump pressure was bouncing so he replaced the gear pump head. He performed a system decontamination and replaced the degasser and probes. He adjusted volumes on the rinse mechanism and replaced the squeegees. He adjusted all probes and adjusted the rinse bath volumes. He performed precision checks that failed. The investigation is ongoing.